Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: uf/importer report #: ( B)(4). Results: the neuron max was kinked approximately 85.0 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed a fracture at its distal shaft and revealed stretching proximal to the fracture. If the jet7 is forcefully retracted against resistance, damage such as this may occur. Further evaluation of the device revealed ovalizations and multiple kinks on the catheter. This damage was likely incidental to the complaint. Evaluation of the returned neuron max revealed a distal kink. The root cause of this damage could not be determined; however, this damage may have contributed to the resistance experienced while retracting the jet7 during the procedure. During functional testing, a demonstration jet7 was able to advance through the neuron max with resistance due to the kink on the neuron max. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01887.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a neuron max 6f 088 long sheath (neuron max), and a guidewire. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician completed one pass using the jet7 and neuron max. While removing the jet7, the physician experienced resistance due to the patient's anatomy; therefore, the physician pulled both neuron max and jet7 slightly to eliminate any tension in the system. After this, the jet7 was removed. Upon removal, it was noticed that the distal tip of the jet7 had broken off. Therefore, the physician obtained left femoral access in anticipation of needing to snare. However, upon removal of the neuron max, the physician noticed that the distal tip of the jet7 was lodged in the neuron max. The procedure ended at this point and thrombolysis in cerebral infarction (tici) grade 3 recanalization was achieved. There was no report of an adverse effect to the patient.